Event description:
During the index procedure the patient had two endeavor sprint stents implanted in the rca. Approximately 4.5 months post index procedure cag was performed due to a positive stress test which showed complete occlusion of the endeavor sprint stent at the rca. The physician assessed this as stent thrombosis, CABG was planned. Approximately 6 months post index procedure CABG was performed. The investigator assessed the stent thrombosis event was related to the study device and the patient recovered.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (revascularization and stent thrombosis).